Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the competitor's lead exhibited high out of range (oor) shocking impedance. Additional information received from field representative that there was no issue found via x-ray. The integrity of the system was tested via vector from distal to coil to can and was successful. A boston scientific technical services (ts) discussed troubleshooting measures. The issue was resolved after programming. At this time, the device remains in service. No adverse patient effects were reported.